Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient experienced right heart failure with pulmonary edema. Central venous pressure was greater than 18mmhg. The patient's heart function deteriorated after the implantation of the lvad. It was considered that the patient¿s condition may be affected by lvad implantation as well as the patient¿s underlying disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2020 the patient experienced light heart failure. The patient had peripheral edema and a central venous pressure (cvp) of greater than 18 mmhg. The causal correlation with the device was low but undeniable because the light heart function deteriorated after the implantation of left ventricular assist device (lvad). The hospital was contacted for additional information and will not provide any additional information related to this event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 01apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists multiple patient conditions as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.